Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the bladder membrane which could allow blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking after insertion. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking after insertion. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.